Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple cartridge alarms (cartridge alarm 16) occurred with multiple cartridges during the load process. The customer's blood glucose level was not impacted and the customer was able to load a new cartridge successfully.